Event description:
It was reported that during a coronary artery bare metal stenting treatment procedure, stent damage occurred. The physician was treating a lesion located in the calcified lad (left anterior descending) artery with a 4.00 x 20 mm liberte bare stent. The liberte sds (stent delivery system) was unable to cross the target lesion. The physician removed the device from the pt to reposition at which point the stent was noted to be damaged. The procedure was completed successfully with another MFR's 4.00 x 20 mm stent. There were no reported pt complications. The pt status is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).